Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack, moisture damage was also found on the motor. Unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to blank display. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to water. Customer stated that he was soaked and wet from rain and pump display went blank immediately after pump exposure to moisture. Customer stated a constant tone is occurring. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.